Manufacturer narrative:
The investigation confirmed the customer's allegation. It is a product design feature that an incomplete fraction of a retired plan can be treated to completion, and this revision took place after a partial treatment session (imaging only, but, normally after completing the treatment fraction, the retired plan cannot be re-treated. If a user tried to load the plan again, no plans would show up at the treatment workstation after the "unapproved plans" warning. However, this case shows that if there is a failure to save on that first time treating a retired plan (as appears to happen when the revised plan is "plan approved" rather than "treat approved"), and the users do not import the records from the backup folder, the retired plan will remain available for re-treatment of the partial fraction. Retreatment will continue to be possible as long as the treatment records do not save to the database, or are not imported from back-up by the user. The reproducible type of failure to save in this case yields a "dicom link_error_save failed" message to the user. If the change to the plan had been to parameters other than dose per fraction, treatment to incorrect volume could result, leading to serious injury. Further actions will be addressed in varian's CAPA process. No additional f/u to this MDR is expected.

Event description:
The customer reported the following info: a plan for a pt was completed and approved for treatment. The pt came the first day and had films done only. Therefore, the pt was only "partially treated". After this first treatment, the prescription was retired and revised, to adjust the monitor units from 911 to 517. The revised plan was not treatment approved. The pt came the next day and was treated. A warning was given "one or more plans are unapproved/planning approved for this pt. Only the approved plans will be loaded for treatment." This warning was acknowledged and the pt was treated with the only plan offered for treatment, which was the retired prescription. Upon completion of treatment, the 4d treatment console failed to save the treatment. Varian help desk was consulted and the treatment was imported into rt chart. The failed save was considered a fluke and not of further concern. The next day, the pt returned and was again treated with the retired prescription. This time the treatment again failed to save and was noted to have delivered the wrong prescription. The result was higher than intended dose in the first two treatment fractions, which was corrected before the treatment ended.